Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right atrial (ra) lead exhibited noise over-sensing resulting in inappropriate mode switch (ams). No intervention was performed. The patient was in stable condition.